Event description:
It was reported that surgery time was extended while during the procedure the first nail was removed and a shorter nail implanted.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection of the nail revealed that all dimensions were within specification. Our investigation could not determine a cause for the stated failure. There were no manufacturing deviations noted during our investigation.